Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with no calcification and no tortuosity that was 80% stenosed. Resistance was not felt during advancement of the 2.50x18mm xience prox drug eluting stent (des) through the lesion and it crossed successfully. The des was unable to be deployed because the hub separated from the proximal shaft. A replacement xience prox des was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.